Event description:
The customer reported that the system failed to power up and thereby could not boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power distribution pcb was evaluated and ordered. The initial replacement component arrived doa. No conclusion can be drawn as further repair info is unavailable and no add¿l service info was provided.